Event description:
A surgeon reported that he performed a photorefractive keratectomy on a patient following a multifocal intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the reporter to properly complete an investigation. Multiple attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).